Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted at a surgical intervention as the threshold had risen substantially, and it was draining the battery. The patient was hospitalized due to the lead showing failure to capture. A new lead was implanted at the same procedure. The lead is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted at a surgical intervention as the threshold had risen substantially, and it was draining the battery. The patient was hospitalized due to the lead showing failure to capture. A new lead was implanted at the same procedure. The lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted at a surgical intervention as the threshold had risen substantially, and it was draining the battery. The patient was hospitalized due to the lead showing failure to capture. A new lead was implanted at the same procedure. The lead is not expected to be returned. No additional adverse patient effects were reported.